Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 11 months. The event occurred at (B)(6). It was reported that the pump would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017, a CT scan of the thorax and abdomen revealed a small amount of mural thrombus within the lvad. The pump parameters were stable. The patient¿s lactate dehydrogenase level reportedly did not show a clinically significant increment. The system controller log file reviewed by the manufacturer¿s technical services representative showed no unusual events. Incidentally, the patient underwent a routine heart transplant on (B)(6) 2017 due to availability of a suitable donor heart. No additional information was provided.

Manufacturer narrative:
The explanted device was not returned for evaluation; therefore, a correlation between the device and the reported event could not conclusively be established. The submitted system controller log file contained approximately 4 days and 12 hours of event information and appeared to show the system operating as intended. The pump speed remained above the low speed limit for the duration of the log file and no atypical alarms were captured. No notable trends in the pump parameters were observed. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.